Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.